Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements not possible and "warning: geometry movements partly available" display on data monitor. Review of the system log file showed that the current error, the detector rotation current is out of range. The fse replaced the mvr low power board and readjusted the stand movement current and sensors. After replacement of the mvr low power board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system intermittently failed to move. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the motor drive board. The fse replaced the motor drive board and returned the system to use in good working order.